Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). Was not confirmed which serial number occluded. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 60 mm abdominal aortic aneurysm. T was reported the patient presented emergently approximately 2 weeks later with pain and claudication. A CT performed showed that the left limb had occluded. As per the physician the cause of the event was presumed to be related to the limb being pinched at the distal bifurcation and it was stated that an angioplasty of the distal bifurcation should have been performed. The physician has determined that due to him not ballooning the left iliac this then caused this occlusion. No additional clinical sequalae were provided and the patient will be monitored.